Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant that the right ventricular (rv) lead exhibited noise on the tip-to-ring configuration. There were also stored episodes showing that a few non-sustained ventricular tachycardia episodes had contained noise and oversensing. It was noted that noise and oversensing could be reproduced with arm movement above the head and pocket manipulation. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.